Event description:
Boston scientific received information that this implantable defibrillation lead was exhibiting high pacing impedance measurements and the physician suspects the rate/sense portion of the lead fractured. Another manufactures lead was successfully uncapped and utilized for rate/sense. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate the shock portion remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.